Manufacturer narrative:
Device not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on (B)(6) 2005. Mesh removal occurred on (B)(6) 2011. (B)(4) - patient's legal representative stated extrusion of sling, pain, erosion, urinary problems, infection, bleeding.